Event description:
Customer facility reported to baxter on (B)(6) 2011 that one vialmate adapter in which loose black particles were observed in the package. Sample is available for evaluation. There is no report of patient involvement regarding this report. No additional information is available regarding this report.

Manufacturer narrative:
(B)(4). Upon further review of the complaint information, it was determined that this condition is not likely to cause or contribute to a death or serious injury.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. One sample was returned for evaluation and black particles were confirmed through visual inspection. The root cause of this condition is attributed to the manufacturing process. A batch review was performed finding that no exception/non-conformance reports were documented for this lot.